Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown.